Event description:
It was reported that the foley catheter balloon inflated asymmetrically during the pretest. It was also reported that it was difficult to deflate the balloon of the catheter during a pretest.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 three-way foley temp sensing catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and with the syringe attached the balloon deflated passively with no issues (pr (B)(4)). Also noted that the balloon was asymmetrical. The balloon concentricity was observed to be 60:40 as compared to attachment. This meets specification as concentricity should not exceed 70:30. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically during the pretest. It was also reported that it was difficult to deflate the balloon of the catheter during a pretest.